Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0bh4q, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A consumer family reported an eri (elective replacement indicator) on non- rechargeable device. It was reported that the ins ( implantable neurostimulator) was depleted too fast and they thought it would last three to four years. No patient symptoms or harm were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent the indications for use for this patient were essential tremor and movement disorders